Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received recurring motor error and no delivery alarms. The insulin pump had broken case. Customer's blood glucose level was 200 mg/dl. The device was not returned.